Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient had an MRI and the pump was not checked post MRI. The event logs showed a motor stall occurred and stopped pump period may exceed tube set. The motor stall recovery has not occurred. It was later reported that the unknown patient had an MRI and did not tell anybody about it, but the pump reset itself and was fine. No further complications were reported/anticipated.